Manufacturer narrative:
Corrected data: h1- disregard initial MDR as it is not applicable. Claim: (B)(4).

Event description:
A health professional reported that following a replacement implantable collamer lens (icl) implantation procedure, the patient experienced a subtle inferotemporal shadow. The lens was repositioned and some improvement was noted. If additional information is received, a supplemental medwatch report will be submitted. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6: clinical code 4581: inferotemporal shadow. H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).